Manufacturer narrative:
Section b5 additional information updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000335: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that imaging system has not had further issues after being resolved after confirming information with the site.

Manufacturer narrative:
Additional info: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received " issue occurred intra-operatively".

Event description:
Additional information received "cervical fusion procedure was involved during the event. There was no delay and no impact on patient outcome".

Manufacturer narrative:
Additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the gantry was unable to open while it remained closed around the patient. Patient present at time of event. Troubleshooting performed that technical support had the site hold down the yellow button and simultaneously press any button on the pendant. After holding the buttons together, the gantry opened. The issue was resolved. Additional information was received requesting that a system checkout be completed for this case. Site stated they had to perform the manual opening procedure. It is unclear whether this was subsequent to the initial complaint resolution or if there is a miscommunication at the site. They are missing an unknown/unconfirmed part from their mobile viewing station (mvs) tool drawer. They have not attempted to replicate the issue again, as they want the system to be serviced first. Technical support to notify the field service engineer team that confirm if and what the missing tool drawer item is, for replacement. Verify when the potential manual opening procedure was performed, in relation to the initial complaint resolution. Perform a system checkout.